Manufacturer narrative:
The reported event of high impedance was not confirmed. The lead with its stylet were returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage. All tines were intact and undamaged. No other anomalies were detected.

Event description:
It was reported that there was an event of high lead pacing impedance during implant procedure. The lead was replaced during surgery, and a new lead was implanted. The patient condition was stable.